Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen at an unknown concentration with an unknown daily dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a catheter event occurred after the patient had an elective spinal surgery in 2017. Sometime after that the patient developed a headache and cerebrospinal fluid (csf) drainage. The hcp stated that recently there was some troubleshooting procedures done and the patient was diagnosed with a catheter disconnect. The assumption was the catheter was damaged with the spinal surgery. The patient was to get a new catheter and pump at a later date. It was stated that for now the hcp was going to program the pump to off state.